Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2006 (B)(6), product type extension product ID 3487a-33, lot# j0519672v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a couple of months after their revision surgery in 2005 there was an infection. No additional information was noted. If additional information is obtained, a follow-up report will be sent.